Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and found to have tearing at the duckbill. The tears were not axially aligned with the seal and measured from 0.104¿ to 0.123¿ in length. There were no signs of thermal damage present at the end of any tears. Tears/torn seals can be attributed to damage during handling. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a piece of plastic broke off from the universal seal and fell into the patient. The fragment was retrieved during the same case. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the accessory was inspected prior to use and no damage was observed. The surgeon did not notice any functionality issues prior to the breakage, and did not know what caused the breakage. There were no collisions. There was no instrument removal prior to the breakage. The surgeon used a grasper to retrieve the fragment. All fragments were retrieved, which was confirmed by visual inspection of the fragment and part. No additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing post-surgical complications.